Event description:
A caller reported a malfunction with their insulin pump, identified by a specific malfunction code, malf 9. Despite the issue, there was no adverse impact on the customer's blood glucose level, remaining within an acceptable range. The caller was guided by technical support to reset the pump; however, the malfunction persisted. Consequently, technical support arranged to send a replacement pump and instructed the caller to use multiple daily injections as a backup therapy. The customer was also provided with instructions on returning the defective pump and the steps to follow upon receiving the new pump, which the caller acknowledged and understood.